Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that vessel perforation occurred during procedure we but it was not related to the reported retriever. Diagnostic imaging taken 24 hour post procedure showed development of intracerebral hemorrhage (ich) in the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states "pass was performed with the retriever and aspiration catheter and final tici score was 2b. Vessel perforation occurred during procedure, but it was not related to retriever. There were no malfunction with retriever." The reported event is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that vessel perforation occurred during procedure we but it was not related to the reported retriever. Diagnostic imaging taken 24 hour post procedure showed development of intracerebral hemorrhage (ich) in the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.